Event description:
Customer reported image intermittantly loses detail. Washes out.

Manufacturer narrative:
The ge service rep reseated video controller. Pcb, display adapter pcb, and image processor pcb. Problem still intermittently occurs. Ordered video controller pcb and collimator cover. Esd kit inspected and functional.